Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The soft cannula was shortened as well as torn on the internal portion of the soft cannula, preventing fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided.